Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be residual aberration via data. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to no voltage being present in the transmitter. The log was downloaded and reviewed finding early sensor expiration. The allegation was confirmed. The probable cause was determined to be residual aberration via product. No injury or medical intervention was reported.